Manufacturer narrative:
Concomitant products: sedr01 ipg implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker eroded through the skin at the pocket site and that the metal of the can was visible. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.